Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, the patient presented for filter removal, under ultrasound guidance, right internal jugular vein cannulated with a micro-puncture needle. Wire passed and needle exchanged for micro-puncture sheath, which in turn was exchanged for a 5-french sheath. Glidewire and catheter then navigated to the infrarenal cava. The filter was identified and found to be significantly tilted. Cavogram shows an embedded hook. Attempts were made at grafting the hook; however, these were unsuccessful. Attempts were made at looping the entire filter and stirring a wire. We then tried to apply the hook from the wall of the cava, however, this was unsuccessful. Filter was then left in place and venogram showed no injuries. Around one year later, computed tomography abdomen, pelvis with and without contrast revealed the filter was angulated with the tip of the filter embedded in the left lateral wall approximately 8 mm inferior to left renal vein. Several struts protruded out of the inferior vena cava. There was a fractured filter fragment in the right ventricle. Around twenty- two days later, the patient again presented for filter removal, real-time ultrasound guidance was used to puncture the right internal jugular vein. Rotational cavography was performed. The filter tip embedded, otherwise normal inferior vena cava, and no clot in filter. One of the filter arms was missing and visualized in the right ventricle. The filter was successfully dissected from the wall of the inferior vena cava using endobronchial forceps in the jaws of life technique. Right ventricle venogram showed the fragment within a moderately dilated right ventricle. Immediate echo showed no significant pericardial effusion. A 5f pigtail catheter was placed in the right ventricle, and ventriculography was performed. The fragment was successfully removed using a snare from the right ventricle. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), filter tilt, filter limb detachment and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 10/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and inability to anticoagulate. Approximately five month later, post filter deployment it was alleged that the filter tilted, perforated, detached, filter fragment in the right ventricle and the filter was removed by jaws of life technique after an unsuccessful attempt. However, the current status of the patient is unknown.